Event description:
In 2008 at 1615: pt's original IV infiltrated in left arm. IV catheter (#24 gauge x 5/8" IV jelco, smiths medical, protectiv plus-w, lot # 38h06se01, exp. 2011-08) was inserted right antecubital without difficulty. There was a positive blood flash return and IV fluids were infusing without hematoma/infiltrate. Armboard applied. On the same day at 1620: infiltrate at IV site noted. Md informed and nurse instructed to not reinsert as pt was going to be discharged home. IV removed. Approx 1 cm of the distal catheter tip was retained in the pt's vein. Other IV catheters of the same lot were visually inspected by staff. Staff reported that there appeared to be a defect in the distal tip of the plastic catheter of several catheters that were inspected. On the same day at 1755: x-ray right arm and chest x-ray performed. Negative cxr. Catheter tip noted at insertion site. On the same day at 1820: pt transferred to med ctr, accepting physician, for catheter tip removal. On the same day at 1900: the catheters with the same lot number were removed from the pt care area. Three days later: smiths medical notified. All 24 ga catheters with same lot number were removed from all pt care areas. Diagnosis or reason for use: IV antibiotic administration. Event abated after use stopped or dose reduced? No.